Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. Blood glucose value was 39 mg/dl; mother treated the customer with food and then blood glucose level went to 225 mg/dl. Mother was unsure if the device was exposed to moisture since the customer was in the yard and there were sprinklers were but the insulin pump was covered. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.